Manufacturer narrative:
A device history record could not be reviewed because a lot number could not be provided by the customer. Two photographs were submitted for evaluation however an actual sample was not returned. The photographs confirmed that the containers are cracked. The potential root cause for a cracked container is due to damage that can occur during shipping and handling due to external stress/forces after manufacture or the container cracked due to a sharp impact during use. Based on the existing controls, and the complaint history review, additional correction or containment activities are not warranted at this time. Product is routinely examined to ensure it meets all acceptance quality limits. All lots are statistically sampled and inspected for defects prior to release. A lot cannot be released unless it meets all acceptance requirements.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the container was cracked. There was no patient injury.